Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the patient expired due to an extensive intracranial bleed. Additional information provided to the manufacturer stated that at the time of admission, the patient's inr was 2.5 with the cerebellar bleed. The patient expired at an outside facility in chicago and there was no autopsy reported.

Manufacturer narrative:
A direct correlation between the lvad and the reported event could not be determined as the lvad was not returned for evaluation; however, the instructions for use list stroke and bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.